Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced possible undersensing of an atrial arrhythmia in progress, which was not properly detected by the device. It was further reported that an invalid histogram was observed. The device remains in use. No patient complications have been reported as a result of this event.